Event description:
It was reported that during a lap roux-en-y procedure, on the 4th firing the blade began to move proximal to distal and then the device locked out. There was a leak due to malformation of the staple line. It was not complete. The surgeon hand sewed the area of the leak then pulled another device to complete the procedure. There was no pt consequence reported.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.